Event description:
Needle stick injury - this rn was doing peripheral blood work using new butterfly needles. Unable to retract needle due to issue with needle retractor being stuck. Nurse is doing well.